Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result. Customer stated " used test, followed the directions and everything came back negative... ]went to urgent care about 3 hours after I took the at home test and I was in fact positive for both flu a and b according to urgent care I am very symptomatic test should've given me a reliable result.